Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the endoscopic support specialist (ess) confirmed that the customer placed the ultrasound probe in detergent with the probe holder (mh-245) attached and wiped off the probe with a cloth and place the probe within the oer-elite using the maj-2119 connecting tube. The ess reviewed the manual cleaning process along with how to properly load the probe within the oer-elite including the maj-2119 connecting tube. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer observed dried blood on the olympus ultrasonic probe during reprocessing. The customer suspected that the cause of the discoloration was dried blood that could not be cleaned. No patient injury was reported.